Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
Complaint alleges on (B)(6), 2010, patient employed the surgeon to surgically remove a failed gastric lap band. On (B)(6) 2010, patient states that because of chronic and severe abdominal infection, patient underwent exploratory surgery, at which time a component of the gastric lap band that should have been removed by the surgeon during the (B)(6) 2010 surgery was discovered in patient abdomen.